Event description:
Information was received indicating that a cadd-ms® 3 ambulatory pump alarmed to indicate that the volume is low and to load the cartridge. However, the patient reported that the alarm has been a day early and that there's medication still leftover in the pump. The device was replaced in order to resolve the issue. There was no reported injury to the patient.

Manufacturer narrative:
Evaluation results: one cadd-ms 3 was returned for investigation. The customer's reported problem was verified.  The motor is faulty and was causing the loading and accuracy issues.  The motor was replaced.